Event description:
It was reported that pre-dilatation of the lesion in the proximal circumflex was performed with a non-abbott balloon. The vessel had mild tortuosity and mild calcification. An attempt was made to cross to the lesion with the xience v stent; however, it would not cross. After removal of the stent delivery system (sds) a dissection was noted in the vessel. As the sds had failed to cross, the decision was made to perform coronary artery bypass to treat the dissection. The patient is reported to be well after surgery. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The patient anatomy was mildly tortuous and calcified which likely contributed to the failure to advance. To help ensure this type of damage is not the result of a manufacturing deficiency, during manufacturing, all products are 100% checked for damage and stent profile dimensions. The reported dissection is a known adverse event listed in the xience v instructions for use. A conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. There is no indication of a product quality deficiency.